Manufacturer narrative:
E1 initial reporter establishment name full: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that, after the cleaning and disinfection of their bronchofibervideoscope device, it was observed that blue water flowed from the biopsy channel, on the distal end side. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. As a result, a root cause of this event was unable to be determined. In addition, the following reportable malfunctions were identified during the device evaluation: communication error e315 and foreign material in the distal end. Based on the results of the investigation, it is likely the communication error e315 occurred due to an electronic component failure. Additionally, the type of foreign material found in the distal end could not be identified. A definitive root cause of the error e315 and foreign material were unable to be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.